Event description:
Silicon breast implants in 1990, replaced with saline in 1995. Starting in 2000 - night sweats, achy neck and shoulders, achy joints, body pains, brain fog/memory issues, depression, hair loss, skin rashes, itchy skin, extreme fatigue; 2017 diagnosed with autoimmune thyroid disease.